Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and damage to the insulin pump reservoir tube lip. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump reservoir tube lip was damaged and unable to lock the reservoir in place. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarms were noted. The motor passed the motor test. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corners, a cracked lcd window, a cracked reservoir tube window and broken battery tube threads. A test reservoir was installed and it did not lock in place due to a completely broken reservoir tube lip.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Device received with cracked reservoir tube lip, cracked case at the display window corners, cracked lcd window, cracked reservoir tube window and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.